Manufacturer narrative:
Evaluation codes: evaluation for device 1 of 2 (refer to MFR's report number 1627487-2009-00043 for the evaluation of device 2). Method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2 (refer to MFR's report number 1627487-2009-00043 for device 2). Ans received a report in 2009, that the pt was implanted with a surgical lead at t9- t10 in 2009. One week later, when the pt returned to the hospital for the permanent ipg to be implanted, the lead site was infected, and the lead was explanted. A culture of the site was taken, and tested positive for staphylococcus. The pt was placed on antibiotic therapy, and is responding well to treatment. It was reported the pt will be implanted with an scs system when the infection clears.